Event description:
It was reported that the patient had no improvement in her nausea and vomiting after the device was implanted. The patient had left sided abdominal pain and had her device repositioned. The stimulator was removed on (B) (6) 2009 and was found to be infected at the time of the removal. The leads were cut extremely short (but not removed) on (B) (6) 2009 due to continuing infection. The patient was withdrawn from the clinical trial she was participating in. No further information was available.

Manufacturer narrative:
Upon interrogation, the device was in hardware vvi mode. The device reverted to hwvvi due to the device's low battery voltage. The low battery voltage was due to excessive charges. Lifetime diagnostics showed 243 maximum equivalent charges. The root cause of the excessive charges could not be determined, as the initial stored egms were not viewable. The device was tested on the automated test system and on the bench. No anomalies were detected. The device met all specifications.